Manufacturer narrative:
H.6. Investigation: bd received twenty-nine (29) samples and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for stopper creep out/loose caps with the incident lot was observed, as the photo shows evidence of blood leakage due to loose caps. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for stopper creep out with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of stopper creep out/loose caps based on the provided photo and returned sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through CAPA# 1875009.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: when used for shipping using a pneumatic tube, the tube cap comes off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: when used for shipping using a pneumatic tube, the tube cap comes off.